Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient had a slow ventricular tachycardia (vt) with decreased qrs amplitude and increased t-waves that led to double counting . The patient received two inappropriate shocks in two different episodes from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. The physician increased the cut off therapy zone to 240 bpm without conditional zone. The patient will be monitored via the remote home monitoring system. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient had a slow ventricular tachycardia (vt) with decreased qrs amplitude and increased t-waves that led to double counting . The patient received two inappropriate shocks in two different episodes from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. The physician increased the cut off therapy zone to 240 bpm without conditional zone. The patient will be monitored via the remote home monitoring system. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient received two additional inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) while hospitalized for an unrelated issue, due to t-wave oversensing with low r-wave measurements when the rhythm was supraventricular tachycardia (svt). The automatic setup was done and alternate vector with one time gain was programmed to observe if the svt is better discriminated. The patient remained hospitalized due to the inappropriate therapy and technical services (ts) was consulted. Ts requested a save to disc analysis. To date, no further information has been sent in for review. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient had a slow ventricular tachycardia (vt) with decreased qrs amplitude and increased t-waves that led to double counting . The patient received two inappropriate shocks in two different episodes from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing. The physician increased the cut off therapy zone to 240 bpm without conditional zone. The patient will be monitored via the remote home monitoring system. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient received two additional inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to t-wave oversensing with low r-wave measurements when the rhythm was supraventricular tachycardia (svt). The automatic setup was done and alternate vector with one time gain was programmed to observe if the svt is better discriminated. It was noted that the inappropriate therapy occurred while the patient was hospitalized for an unrelated issue. The patient remained hospitalized due to the inappropriate therapy and technical services (ts) was consulted. Ts requested a save to disc analysis. To date, no further information has been sent in for review. The s-ICD remains in service and no additional adverse effects were reported. Additional information was received that the patient was discharged. It was noted that instead of sending a save to disk, the health care provider requested the patient to perform a remote interrogation using the remote home monitor to determine if any further issues were seen after programming. The patient performed the requested remote interrogation, and it was noted that no further events were recorded. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.